Event description:
Biomed was informed that a nurse on patient floor was having difficulty getting the IV hospira lifecare pca pump to read the fentanyl syringe barcode. The fentanyl syringe was taken to pharmacy and the syringe had a duplicate label placed. However, the pump still would not read the barcode. The pca machine was replaced with another lifecare pump and there was no problem with reading the barcode. The pca was sent to hospira for repair and it was found that the pump had been placed in service without adding our institution's drug library mac address to the mednet server, instead the pump had hospira's default library and was therefore unable to communicate with our internal wireless system. There is no way to override the system, or administer medication to patients if this occurs, as the pump will not work without a recognizable barcode. As part of the investigation, we found that there were multiple other lifecare pca pumps that had similar problems. An analysis was performed to determine how this situation came to be, and it was determined that a number of pca pumps, which were shipped to the hospira factory for repair, were returned and placed in-service after a performance verification test, but without verification that the pumps were able to communicate on the wireless network, or having the current drug library loaded. A process was the developed in conjunction with biomed and pharmacy to validate pumps upon arrival from the manufacturer, and our facility is currently working with hospira to improve the process for other institution(s). To avoid this problem in the future, the following process was developed: a). New procedures for hospira service representatives when troubleshooting pca pumps on-site, b). The proper ship out/return processes for pumps that need to be returned to factory for repair, and c). A detailed step-by-step instruction manual for biomed staff on how to access and utilize the mednet software system, in order to verify the proper wireless and current drug library configurations are installed. At this time, all pca pumps have a safe library configuration as opposed to a factory default library.